Event description:
It has been reported to philips that the system gave an image disk full error, which could impact imaging. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system use was unknown. It was reported that there was a problem with the system boot up. Quotation has expired and no work performed by the philips. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.